Event description:
Customer called on (B)(6) 2011 reporting of fluid on tube tops, stripper plate and in needle area when the coulter lh 780 hematology analyzer was cycling. Customer had stopped using the instrument and cleaned up the bloody fluid with gauze and bleach solution. Customer noted that approximately 10-15ml of fluid was spilled. Customer stated that no patient results were affected by the leak and no injury or exposure was reported as a result of the leak. Field service engineer (fse) was dispatched and found that the needle bellows was leaking during backwash which was caused by cut tubing at vl57a. Fse replaced tubing vl57a, vl111 and vl13 and flushed the waste line. Repair was then verified per established procedures.

Manufacturer narrative:
Bec identifier for this report is (B)(4).